Event description:
A report was received that the patient had a loss of stimulation and that patient's lead had high impedances. The physician suspected lead fracture. The patient underwent a procedure wherein one lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 14 cm from the distal end. The bent/kinked location was 2 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site.

Event description:
A report was received that the patient had a loss of stimulation and that patient's lead had high impedances. The physician suspected lead fracture. The patient underwent a procedure wherein one lead was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a loss of stimulation and that patient's lead had high impedances. The physician suspected lead fracture. The patient underwent a procedure wherein one lead was replaced. The patient was doing well postoperatively.